Event description:
It was reported that that the patient's pacemaker (pm) reached elective replacement indicator (eri), the physician implanted a leadless device and the pm was left implanted. On (B)(6) 2022 post atrioventricular (av) node ablation, device interrogation revealed the pm was in backup vvi mode. Device reprogramming did not resolve the issue, no other intervention was performed. The patient was in stable condition and no complications were noted.